Event description:
The pt had three grafts anastomosed with aortic connectors during an off-pump quadruple CABG procedure. Angiography revealed the vein graft to the right coronary artery (rca) was occluded, the vein graft to the diagonal was 40% stenosed, and the vein graft to the obtuse marginal (om) was 99% stenosed (0.5cm long). Percutaneous transluminal coronary angioplasty was performed on all three grafts and the vein grafts to the rca and om were both stented. It was reported the pt was taking aspirin and no add'l info was received.